Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient who had inadequate therapy from the device. Reprogramming was performed. There are no more details of the paitents indications available.